Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 1 mg/ml at a dose rate of .35 mg/day via an implantable pump for non-malignant pain. It was reported that the pump was flipping in the pocket. It was further noted that pre-operation, the patient noticed recently that her pump was flipping. The date (B)(6) 2020 is considered an approximate date of event (month and year known only). Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable. No diagnostic tests/troubleshooting was performed. The patient was scheduled for a pocket revision that was performed on the date of the report (2020-jan-29). The pump was re-sutured and the pocket was made ¿a bit¿ smaller. The issue was resolved as of the date of the report. The patient was without injury regarding their status as of the date of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.